Event description:
It was reported that the patient presented for a follow-up in clinic. An x-ray was performed, and it was discovered that the right ventricular lead appeared to be dislodged and pulled back. It was noted that the patient may have twiddled with the device. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. An x-ray was performed, and it was discovered that the right ventricular lead appeared to be dislodged and pulled back. It was noted that the patient may have twiddled with the device. Programming changes were performed. The patient was in stable condition.